Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when the protective sheath and stylet were removed, the stent dislodged inside the protective sheath; however, it was not noticed and the device was used. When the balloon was inflated, the stent was observed to be missing. The stent delivery system (sds) was removed and two new vision stents were successfully implanted. There were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
.